Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alarm due to blank display. Device received with stripped battery cap(p) coin slot. .

Event description:
Customer reported via phone call that the insulin pump was shut off. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the contact of battery cap was damage and the battery compartment smells acid and customer was pretty much sure that it was not insulin. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.